Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). 2 devices were returned with same issue. The isulation between active and passive electrode was damaged, both devices have short circuit during test. Based on the information during telephone call with the customer, it was confirmed that the user used the saline to clean the product. This is not recommended as per processing instruction 38151, robi plastic handle. The remain saline between the champer will cause burned and short circuit.

Event description:
It was reported that there was event with a "handle". According to the information received, that there was a coagulation problem during use. Only the third robizange coagulated the tissue.